Event description:
Customer reportedly received the following results on the aviva system within 24 minutes: 37 mg/dl, 115 mg/dl, 49 mg/dl, 80 mg/dl. All readings are in mg/dl. Around 10 pm, customer had a reading he thinks might have been around 200 on his aviva meter. He took 3 units of humalog. About 10-15 minutes later, he was planning on eating, so he took 3 more units of insulin. He did not eat as expected, so about 1 hour later (around 11 pm) he started "feeling weird." Customer got a reading of 65, tested 1 minute later and received 64. Customer thought he was going to be ok, then started feeling even worse. He took another reading, around 7 minutes later, and got 37. He then drank some orange juice, about 8 oz, had a few spoons of sugar in it, and felt better. He took a reading around 7 minutes later, got 115. About 7-10 minutes later, he started to feel bad again and got a reading of 49. He drank some more orange juice, about 8 oz, and had a couple swigs of maple syrup. He tested about 7 minutes later, and got a reading of 80. Finally, about 1 hour later, he got a reading of 215. No adverse event reported. Requested return of suspect device and strips; however, customer states that meter and strips were stolen and will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.